Manufacturer narrative:
The reported event of ipg off was not confirmed. The returned ipg passed all functional testing (bench and autotest). No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's ipg intermittently shuts off. Impedances were checked and came back normal. Surgical intervention may be pending to address the issue.

Event description:
Follow up revealed that surgical intervention was taken to replace the device.